Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint that hospital biomed observed corrosion developing on the inter-unit interface connector within a year of use. No specific details were provided. There was no report of patient impact.